Event description:
An unspecified malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully.